Event description:
A malfunction code 16 was reported, and there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, which was under warranty, and instructed the customer to use multiple daily injections as backup therapy. The customer was guided on putting the pump into storage mode and agreed to return the faulty pump using a pre-paid label.